Event description:
Reportedly, valve explanted after 15 days implant duration due to psuedo aneurism, so aortic root opened up and valve taken out at the same time and replaced with another. No further information available.

Manufacturer narrative:
Device not returned.